Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the first valve was crushed with the delivery balloon when post dilating. The patient had mild leak with 2 jets so the decision was made to post-dilate with 1 additional cc. The valve was re-crossed with a wire and guide. The operators questioned if they went through the valve. An echo was done to confirm wire placement and the delivery balloon re-crossed the valve and inflated. The patients blood pressure was low and not recovering, valve looked crunched, root shot revealed a large amount contrast going through the valve. At first the operators did not think it was the valve. A closer look determined that the valve looked "crunched" and not right. It was then determined that the wire and balloon was through the perileak and the valve was crunched over with the balloon. A new valve was placed, and the patient recovered with no leak and an invasive gradient of 2. Sper medical record review, the transthoracic echocardiography (tte) showed that there was mild paravalvular leak (pvl). The operator felt this was no need for any further interaction with the implanted valve, so the guidewire was removed from the left ventricle (lv) and the aortic valve annulus. However, under further echocardiography, it was discerned that the pvl was more significant than first thought. A decision was made to post dilate the deployed valve with an extra 1 cc of fluid in the balloon. The guidewire was placed through the bioprosthetic valve into the left ventricle (lv) apex with apparent ease, and the edwards balloon was then threaded over the guidewire and across the valve. However, when the operator inflated the balloon with the extra 1 cc of fluid, the patient became hypotensive and there was severe aortic insufficiency (ai). Using echocardiography on the long axis, it was discovered that the first sapien valve was crushed at the non/left cusp. The decision was made to implant a second 23mm s3u in the aortic position fully crushing the first sapien valve. This second implantation in the aortic position was successful and there was no pvl. There was no evidence of any annular rupture, dissection, coronary obstruction, or pericardial effusion. The patient tolerated the procedure well despite the severe brief hypotension

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06400.

Manufacturer narrative:
The commander delivery system (ds) was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. Review of procedural videos/imagery/photographs were performed, and the following was observed: during post dilation of the first valve, it can be initially seen as a successful dilation with no apparent abnormalities. However, in an alternate viewing angle, the imagery returned post deployment shows the first valve actually was crushed and off to the side. A second valve was then successfully deployed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and device preparation manual instructions for use (IFU) were reviewed. Based on this review, no IFU/training deficiencies were identified. The complaint for interventional device interacts with pre-existing implantable device was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history and complaint history did not reveal any manufacturing non-conformances that could have contributed to this case event. As reported, "the valve was re-crossed with a wire and guide. The operators questioned if they went through the valve. An echo was done to confirm wire placement and the delivery balloon re-crossed the valve and inflated. At first the operators did not think it was the valve. A closer look determined that the valve looked "crunched" and not right. It was then determined that the wire and balloon was through the perileak and the valve was crunched over with the balloon". The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. As a consequence of incorrect guidewire placement, the balloon did not expand inside the valve but to the side of it. Thus, leading to the reported "crushed" valve and the reported negative interaction with pre-existing implantable device. A product risk assessment has been initiated for events related to negative device interaction due to guidewire mismanagement. Available information suggests procedural factors (incorrect guidewire management) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.